Event description:
It was reported that a momentary power loss occurred in the vibrator motor, identified by malfunction code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.